Event description:
The manufacturer received information alleging a patient died while using a trilogy evo device. The initial reporter stated they do not believe the device caused the patient death. The complaint was reviewed as part of a reassessment of pms tasks. The reassessment by a pms clinical expert determined that this complaint involves a patient death. There is no indication that the device contributed to the patient death. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. Three attempts to have the device returned for evaluation and investigation was unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.